Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ syringe there was an issue with leakage. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd plastipak¿ syringe there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: two used sample units were received for evaluation by our quality engineer. Upon visual inspection of the samples, leakage was observed past the stopper between the stopper ribs. No damages or molding defects could be found on either sample after disassembly. A device history record review did not reveal any issues during the production of lot number 1804264 that could have contributed to the observed/reported issue. As the syringes are intended for single use, further functionality testing of the provided samples would not be reliable; therefore, ten retained samples of lot 1804264 were obtained for evaluation. Through inspection, all ten retained samples were observed to be defect free. Leakage testing was completed and all ten retained samples performed according to procedure. As a manufacturing related issue could not be identified, a root cause for this incident could not be determined.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported with the use of the bd plastipak syringe there was an issue with leakage. There was no report of injury or further medical intervention.